Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump delivery summary was not accurate and the customer would put the pump into storage mode whenever the customer did not want any more insulin. Tandem technical support (cts) verified, via the pump history, that the total daily dose matched the delivery summary. The customer acknowledged that the values matched and the bolus delivery was accurate. However, the customer alleged that basal delivery was inaccurate and more basal insulin was delivered. Cts requested that the pump data be uploaded for review. The customer declined and abruptly ended call without providing further information. There was no reported impact to blood glucose.